Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.